Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended; however a replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the pump touch screen was unresponsive and delayed in responding to presses. Customer's blood glucose level was 98 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.